Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s admiral xtreme¿ pta balloon catheter. Survey results received for an interventional radiologist with 22 years¿ experience who was been using the admiral xtreme¿ pta balloon catheter since 2012. The respondent used 58 admiral xtreme¿ devices since practicing, and 36 admiral xtreme¿ in the last 12 months. During use of admiral xtreme¿, it was reported that the respondent experienced 1 prolonged spasm event associated with dilatation which was deemed somewhat concerning and related to device.